Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No information provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seal not intact. Top and bottom cases, right and left plunger cases cracked. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion testing. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to age of device. The following actions were taken: replaced motor assembly, worm gear, leadscrew and clutch halves. Additional repairs included replacement of: top and bottom cases, right and left plunger cases, size pot, plunger cable (damaged), battery (depleted battery), worm coupling, worm gear, wavy and delrin washers, stepper motor, lead screw, right and left clutches. Installed missing cable guard. Device occlusion test and functional tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.